Event description:
During the preventive maintenance of a da vinci surgical system by the intuitive surgical, inc. Representative or the field service engineer (fse) found that the patient side manipulator (psm) arm failed the slowsweep and the brake inspection test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for failure analysis investigation. Engineering found that the axis-2 was so stiff and could not perform normal tests in pretest. The axis-2 brake was causing the issue (partially locking up), and it failed the in-house brake drop test and the slowsweep test. The axis-2 brake was replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the slowsweep test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.